Event description:
The customer reported too weak positive respectively false negative results of three patient samples with seraclone anti-d blend. The customer returned the complaint sample and three patient samples for investigational testing. Our quality control laboratory tested the returned product sample for potency and specificity in the tube technique. The testing was done in parallel with our qc lab's retention sample and a reference lot. The minimum titer was always met and all three reagents showed comparable results. The patient samples were tested in the immediate spin method and showed negative respectively +/- reactions. Then the patient samples were tested in the indirect antiglobulin test and showed strong positive results. Due to the test results the patient samples were sent for further investigation to an external laboratory. The outcome of the external molecular typing of the rh formula and the sequencing was: sample # (B)(6): cc..ee, rhd * weak d type 4.0 (rhd * 09.03.01). Sample # (B)(6): ccd.ee weak d type 3 (rhd * 01w.3). Sample # (B)(6): cc..ee, rhd *weak d type 4.0 (rhd * 09.03.01). Additionally, both the complaint sample and the retention sample were tested with different donor samples. All positive and negative reactions were correct. Based on the outcome of the internal and external investigation the complaint was classified as confirmed - epp (expected product performance). The complaint sample and the retention sample reacted as expected. The results of the external investigation of the patient samples were the explanation for the reaction pattern of the samples with seraclone anti-d blend. According to the instruction for use a test for weak d is recommended in case the immediate spin test is negative. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our inital report on this incident.

Event description:
The customer reported too weak positive respectively false negative results of three patient samples with seraclone anti-d blend. The testing was performed manually. The customer returned the allegedly defective product sample for investigational testing and the three patient samples, labeled as (B)(6). Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.